Manufacturer narrative:
(B)(4)the sample was not returned; therefore, no evaluation was performed.

Event description:
Initially, a customer contacted baxter's technical service center to report receiving a low drain volume (ldv) alarm with the homechoice (hc) machine during the initial drain. The caregiver (cg) stated that the home patient (hp) went to the doctor on the day of the call and an antibiotic was placed in the fill. A follow up call was made on (B)(6) 2010 to the peritoneal dialysis clinic regarding the report that the hp?s doctor had administered antibiotics to the hp. The nurse (rn) stated that the hp had been diagnosed with peritonitis (date of diagnosis was unknown.) A report of fibrin in the catheter had been considered resolved.